Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 1/21/2015. H4.

Event description:
The issue occurred during a therapeutic video-assisted thoracoscopic surgery (vats) procedure end. The procedure was completed using a similar device.

Event description:
The issue occurred during a therapeutic video-assisted thoracoscopic surgery (vats) procedure end. The procedure was completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the ight guide bundle was broken. A definitive root cause could not be established. Based on the results of the investigation, it is likely the following led to the malfunction: the broken light guide bundle was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had static image display. There were no reports of patient harm.

Manufacturer narrative:
E1 - facility name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.